Event description:
Healthcare professional reported right side "grade IV capsular contracture". Later, healthcare professional reported "ruptured". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening assessed as unidentified (tear) opening. Shell thickness was within specification). ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side "grade IV capsular contracture". Later, healthcare professional reported "ruptured". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., h.6., h.10, the reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side "grade IV, capsular contracture". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
D.6b: explant date: unknown if symptom resolution date (partial date known). Month 11, date 20" is reporting explant date. Remains implanted, until clarification can be made. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "grade IV capsular contracture". Later, healthcare professional reported "ruptured". Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05mar2024.